Event description:
Customer reportedly obtained results of 103mg/dl, 221mg/dl, and 219mg/dl within 10 minutes on the same device. Customer also reportedly obtained results of 60mg/dl and 136mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.